Manufacturer narrative:
Device has not been returned for eval.

Event description:
The surgeon stated, the resistance on the t was not correct. It would not deploy from the end of the needle. The surgeon experienced issues with both the first t and the second t on these devices. The surgeon was not able to remove the first t's . It is unknown how many t's remain in the pt unsupported. The surgeon was able to get on fast-fix device to work properly in order to repair the tear. A delay of 45 minutes resulted.